Event description:
It was reported that on (B)(6) 2012, the patient experienced angina. After several emergency room and clinic visits, a scheduled catheterization was performed on (B)(6) 2012. Angiography revealed a 95% in-stent restenosis of the ostial right coronary artery (rca), where a 3.5 x 18 mm promus stent had been implanted in the proximal/ostial rca on (B)(6) 2011 to treat a restenosis of a 3.5 x 12 mm promus stent. The patient underwent coronary artery bypass grafting (CABG) on (B)(6) 2012. While hospitalized for CABG, the patient experienced ventricular fibrillation. The patient was discharged on (B)(6) 2012. The patient returned for a scheduled procedure on (B)(6) 2012 and received an implantable cardioverter defibrillator (ICD). The outcome of the event is reported to be recovering/resolved. No additional information was provided.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There were no reported product deficiencies. The reported patient effects of angina, arrhythmias (ventricular fibrillation),and restenosis are listed in the instructions for use (IFU), as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The event of restenosis which occurred on (B)(6) 2011 was previously reported under MFR # 2024168-2012-00702.